Event description:
According to the distributor's report, the device was used to close a laceration above the pt's eye. The doctor allowed some of the adhesive to contact the eye and glued it shut. The pt's grandfather requested info by the internet web site on how to remove the device. During followup investigation, the grandfather stated that the child's eye had opened. The pt was seen by an ophthalmologist and given antibiotics plus steroid-type salves to loosen the bond. He also stated that the physician did not follow any of the recommended procedures for use of the device around the eye.